Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Hurting teeth [toothache]. Toothbrush head keeps coming off toothbrush [device breakage]. Consumer e-mailed and stated that the toothbrush head kept coming off the toothbrush. No serious injury was reported.